Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient controller communication error message displaying ¿a problem was detected with the generator, and it could not be repaired¿ was reported to abbott. Troubleshooting was attempted but issue persisted. The rep stated that the replacement surgery was aborted due to clinical reasons (unrelated to the implant function), and it will probably not be replaced. Thus, the system listed above is still implanted. Record (B)(4) was created for the aborted procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient's surgery was aborted due to unrelated patient's symptoms and the ipg remains implanted.

Manufacturer narrative:
Corrected data. B5 - describe event or problem. D6b - date of explant.

Event description:
It was reported that the patient underwent surgical intervention to implant a lead for new pain on (B)(6) 2024. The ipg was set into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Reporter phone number-(B)(6).